Event description:
It was reported that the ventilator had an o2 error. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The brand name that was reported in the initial emdr has been changed in this follow-up emdr from servo-n to base unit servo-n. A y-sensor was not functioning correctly; the ventilator was investigated on-site by our field service engineer (fse). The plug & play back-plane printed circuit board (pcb) was replaced and a new y sensor module provided to solve the issue. The y sensor module was returned for further investigation. The y sensor module was connected to a ventilator for simulated use test; the calibration of the y sensor was not possible due to a malfunctioning y sensor module. The error described in the complaint could be reproduced. And this issue indicates a hardware error in the y sensor measuring module. The root cause to the reported event is a defective y sensor module. There are no spare parts available for the y sensor module i.e. The module must be replaced. The y sensor module is an optional accessory. The y sensor flow measuring is based on hot wire anemometer technology. The pressure is measured via a pressure line connected to patient y piece. This allows the pressure and flow to be measured as close as possible to the patient's airway. The y sensor can be used in all ventilation modes and improves ventilator performance for neonates.

Event description:
Manufacturer's ref.#(B)(4)